Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, product ID: 9735821, h6: a medtronic representative went to the site to test the equipment. The representative tested and checked geometry error metrics on instruments and patient reference frame and all checked good. The issue was unable to be duplicated. Checked camera network device interface (ndi) toolbox and camera was operating as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the patient reference frame was placed on t6. The surgeon placed his hands over patient reference frame so no spheres could be seen by the camera, but they noted that the tracking window still showed the spheres for the patient reference frame and for the previous instrument that was in the field (tracker and tap). The manufacturer representative (rep) moved the camera slightly and spheres were then accurately tracking and showing in the software. There was a five minute surgical delay and no impact on patient outcome.